Event description:
The import was implanted in 1999. It was found to be non-functioning at second chemotherapy appointment. X-ray showed that part of the catheter was no longer in position. The distal portion had fractured and migrated to the right atrium. When the catheter and port were removed in 1999, there was a jagged edge at catheter fracture site. No clamps were ever placed on the catheter during insertion.